Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit failed vacuum check and pneumatics performance. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact - (B)(6). A getinge field service engineer (fse) discovered that the device failed the pressure and vacuum check portion of the pm. He evaluated device and replaced 5000hr pm kit vacuum check was still out specification. Continued troubleshooting and discovered several small leaks throughout the device in the vacuum tubing. Tightened tubing and confirmed vacuum check was within specification. Full pm, safety, calibration, and functionality checks were completed. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.